Event description:
A peritoneal dialysis patient called and reported that after completing treatment the pt opened the cassette door and found a leak as the inside was wet. The only alarms were m19 at the beginning of treatment and the pt was able to clear it. There is no report of any ill effect. There is no sample for an eval.

Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no sample was received. Conclusion: unconfirmed. No further investigation required per complaint investigation procedures. Event data will be trended per quality data analysis procedure.